Event description:
It was reported that a minimum fill notification occurred. During troubleshooting customer disconnected the call. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.